Event description:
Additional information was received stating that the vns patient was doing fine and that diagnostic results showed normal device function. The patient¿s seizures were back to pre-vns baseline levels. The physician stated that the patient¿s increase in seizures and failure to perceive stimulation were due to the patient¿s device being disabled. The patient¿s device was programmed back on following these events.

Event description:
It was reported that the vns patient¿s device ¿quit¿ and that the patient was experiencing an increase in seizures. The patient no longer felt stimulation from his device. The patient stated that he swiped his magnet but did not feel magnet mode stimulation and did not have any voice alteration like he normally would. The patient denied experiencing any trauma. No known interventions have occurred to date.